Event description:
It was reported that the pt underwent a posterior fusion from the occiput to c5 for a c1 fracture using rhbmp-2/acs. Two days post-op, the pt developed dysphagia without airway difficulties. Steroids were given. An MRI showed a small seroma posteriorly, and some anterior omohyoid and longus coli edema.

Manufacturer narrative:
Products from multiple manufacturers were implanted during the procedure. Although it is unk if any of the devices contributed to the reported event, we are filing this MDR for notification purposes. Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.